Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed sparks from the maryland bipolar forceps (mbf) instrument. The customer used a backup mbf instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the arc appeared between the mbf instrument jaws during cauterizing. Bipolar energy was activated. Vio dv integrated electrosurgical unit (iesu) settings were soft coag effect 7. Fenestrated bipolar forceps (fbf), 30-degree endoscope, mbf and cadiere forceps (cf) instruments were in use when arcing event occurred. The instrument did not collide with any other instrument or tool during the procedure. The instrument tip was in contact with the tissue when arcing event occurred. The instrument tip did not touch any staples, clips or sutures while energized. Lubricating jelly was used on the jaws. There was no patient injury. The patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, between grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.